Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window and scratched reservoir tube window.

Event description:
The customer called and reported the insulin pump had scuff marks on it and was difficult to read. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.